Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb020.

Event description:
It was reported that the unit declared a blower stall error. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that when the pressure is set to 1, the blower's revolutions per minute (rpm) does not go over 3000 rpm. The technician recommended that the customer replace the blower assembly.

Manufacturer narrative:
G4: 24mar2020. B4: 25mar2020. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.